Event description:
As reported by (B)(4) study, the patient experienced an allergic reaction to contrast during the index procedure. One day after the index procedure, the patient experienced a myocardial infarction and renal insufficiency. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as 95% stenosed, 13mm in length, de novo, with no calcification. The reference vessel was 2.75mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2x12mm balloon catheter at 12atms and an unknown cypher stent was implanted. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. During the procedure, the patient experienced an allergic reaction to contrast. The following day, the patient experienced an elevated troponin I level and was diagnosed with a myocardial infarction. The patient also experienced elevated serum creatinine levels and was diagnosed with renal insufficiency. Treatment for all the events included unknown medical management. The events resolved without sequelae. According to the investigator, the events were not related to cordis product. The events were related to the index procedure.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received. The lot number was received and confirmed as 15213340. A (B)(6) old male from the cypher study experienced a myocardial infarction one day after implantation of a cypher stent. Past medical history that may have increased his risk for mace includes angina, hyperlipidemia, hypertension, and diabetes mellitus. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as 95% stenosed, bifurcated, 13mm in length, de novo, with no calcification and type b1. The reference vessel was 2.75mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2x12mm balloon catheter at 12atms and an unknown size cypher stent was implanted. Residual stenosis was 0%. Timi iii flow was maintained. The following day, troponin I level was elevated and myocardial infarction was diagnosed. The patient was medically managed. No revascularization was performed and the event resolved. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to mi diagnosis. Percutaneous coronary intervention (pci) of lesions located next to a coronary bifurcation almost inevitably causes plaque redistribution in the side branches. Common techniques to prevent plaque shifting during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage and higher potential for plaque shifting. Based on the information provided, there are possible patient, vessel and inherent risk of procedure factors that may have contributed to this event.

Event description:
Additional information received via the cec adjudication minutes stating the committee disagreed with the arc and protocol definition of myocardial infarction (mi) as the elevated enzymes did not meet the criteria for mi. This was previously reported by the site as non-q-wave mi. The code will be changed from mi to elevated enzymes and the event of mi will be unreported. The complaint will be unreported as it will no longer be deemed MDR reportable.

Manufacturer narrative:
.

Event description:
The study coordinator confirmed that the cypher stent was implanted prior to the allergic reaction. She stated, the patient developed an allergic reaction described as hypertension and hives after cypher stent implantation. Treatment included IV fluids, benadryl, and steroids. The patient did not have any respiratory distress. She confirmed the patient's hospitalization was not prolonged and there was no disability with the patient. The patient did not have any allergies to nickel, titanium, or other metal allergies. The patient's blood pressure and hives resolved after medication administration. She stated the investigator felt the allergic reaction was a contrast reaction. She confirmed the investigator felt the reaction was not related to cordis product. The study coordinator stated that since the patient's troponin level was elevated, it was captured as an mi. No treatment was done for the mi. No dissection or thrombosis occurred during the index procedure. The patient is making a good recovery.